Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable false positive anti-hav g2 elecsys results from cobas 6000 e601 module serial number (B)(6) compared to the abbott assay. Refer to the attachment to the medwatch for all patient data. It was requested but not known if the questionable results were reported outside of the laboratory.

Manufacturer narrative:
As no sample material was available for further investigation, a specific root cause could not be determined. No product problem was found.